Event description:
Patients mother stated the following: "stated that patient went to the hospital because according to nurse alarm never went off. Nurse was transferring patient from wheelchair to bed via hoyer lift. Nurse told mom that by the time patient was on bed, patient was blue and not breathing. Patient had to be bagged until paramedics came. Patient was then taken to hospital. Did see a high respiratory rate and disconnect alarm on the machine."